Manufacturer narrative:
The device was returned to gore for an engineering analysis and showed the following: the returned gore® excluder® aaa endoprosthesis featuring c3® delivery system device was returned to gore with the guidewire used in the procedure still inserted in the catheter. The delivery catheter presented a kink at the nose piece which could possibly be due to the shipping of the device back to the gore facility. The un-deployed device was also inspected. A gap of approximately 5 mm, between the leading end of the device and the distal olive can be observed. The lock pin was also dislodged from its seating inside the olive. Engineering attempted to remove the guidewire and was able to do so with no resistance felt, but noise was heard while removing the guidewire. The likely cause for the noise upon removal was the friction while the guidewire was pulled through the kink in the catheter. Based on the findings from the evaluation, the physician¿s observation that the when the device was advanced over a guidewire but was stuck could not be confirmed. Additionally, because the packaging mandrel was not returned, the physician's observation that it was difficult to remove the mandrel could not be confirmed. The likely cause for the resistance observed upon advancing and removing the catheter over the guidewire could not be determined with the available information.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. A trunk ipsilateral leg component was advanced over a guidewire but became stuck and was unable to be advanced any further. The device never came into contact with the patient and was both the device and guidewire were withdrawn set aside. Another device and guidewire were used to successfully complete the procedure. The patient tolerated the procedure. It was also reported by the physician that there had been difficulty removing the packaging mandrel when the device had been being flushed and prepped for use.